Event description:
It was reported that during competitor device change out procedure, upon intra-operative testing the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.